Event description:
The customer stated that she tested her glucose and received a reading of 45 mg/dl. She retested using another meter because she thought her reading was too low and received a reading of 156 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab was unable to confirm low results. They did find the returned reagent to read an average of 3 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.